Event description:
It was reported occlusion alarms occurred. Reportedly, the customer uses the same cartridge for over 2 days with lispro insulin and is not following the correct load sequence. Tandem technical support educated the customer this is considered off label use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Do not remove a used cartridge from the pump or load a new cartridge until prompted on the tandem mobi mobile app. Failure to do so may result in damage to the pump or possible over or under delivery of insulin. Always disconnect your infusion set before removing the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.